Event description:
The info received from the affiliate states that the palmaz stent moved on the stent delivery system (sds) during delivery. The target lesion was the right common iliac artery. The vessel was described as heavily calcified and moderately tortuous. Pre-dilation had been done with pf-p3 balloon. The sds was delivered to the lesion. However, due to the heavy calcification. The stent was misaligned in front of the lesion. The sds, with the stent, was removed safely from the pt. The physician readjusted the stent, and tried to deliver it to the lesion again, but the stent was again misaligned. The sds was safely removed. The procedure was completed with awall stent from boston scientific. There is no pt info available. A radifocus guidewire (0.035"/150cm/terumo) was also used in the procedure. There were no reported pt complications.